Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that their heart "stopped" for a short time period and then went up high. The patient thinks there may be an issue with their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.